Event description:
It was reported that the pump failed downstream occlusion calibration. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: date returned to manufacturer; 11/1/2024. E1: initial reporter's address. (B)(6). One device was returned for analysis. Visual and functional testing performed, and the reported event could not be confirmed.